Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number UDI is unknown as the serial number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump contained heparin and calcium gluconate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d5, f10/h6: component codes, h6, h11. Correction: b5, d10. B5: this was observed during infusion with a blood product. Heparin and calcium gluconate were not involved in this event. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.